Event description:
It was reported that the dc/dc & standard connector printed circuit board was defective and replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the dc/dc & standard connector printed circuit board (pcb) was defective and replaced. Our field service engineer has investigated the reported ventilator on site. The panel pcb and loudspeaker have been replaced to resolve technical error indicates loud speaker error. Moreover, the dc/dc pcb was replaced as well. Dc/dc pcb and panel pcb have been returned for investigation. By visual inspection it was noticed that panel connector on the dc/dc pcb had broken pins. The panel pcb has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 3 hours. It passed another pre-use check after ventilation. The root cause for the broken pins on dc/dc pcb is unknown.

Event description:
Manufacturer's ref.#: (B)(4).